Event description:
Report received of one documented and multiple undocumented incidents of tubing sets that have been allowing air in line distal to the filter. It was reported that these problems have been experienced in the nicu. No specific patient information was provided, but patients were receiving hyperalimentation via uv lines. It was reported that the primary line is connected to the extension set with the filter, and is then connected to the patient's uv line. In general, it was reported that the lower the infusion rate, the more air is being introduced into the line distal to the filter. There are no visible cracks or deficiencies noted on the filters. In on particular incident, the infusion rate was 2cc/hour. After 3 hours of being in use, it was reported that there was 1/2-1 inch of air distal to the filter, and the filter was completely dry. Facility practice is to check all lines every hour. There have been no reported adverse patient effects. Additional information was requested, but no further information was provided.